Manufacturer narrative:
Unit was returned for evaluation. The unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.

Manufacturer narrative:
The unit has not been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Filling from home lox vessel to stroller has been done as usual. No problem to loosen the stroller from the vessel. No "overfilling" has occurred. Directly after filling, the vessel begins to spray thick smoke and leak blue liquid from qdv-valve. The vessel was moved and placed closed to the patio door. After appr. 10 minutes the vessel was empty. The patient has used the product longer than one week and two times per day, has used several vessel during this time. The customer has been informed that it's very important that the odv-valve is dry when filling to the stroller. No suspicion of any user-error.